Manufacturer narrative:
Manufacturing records were reviewed and found no deviations, non-conformances, or other manufacturing issues related to the reported event. Manufacturer reference #: (B)(4);

Event description:
A site reported to rxsight that a bilaterally implanted patient's light adjustable lens+ was explanted from the right eye due to blurry vision approximately 1 year after implantation. Postoperatively, the patient completed 3 light adjustments and no lock-in treatments.